Manufacturer narrative:
The customer¿s report of back check valve failure was confirmed. Testing of the used returned part indicated a failed result. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be pvc. The primary set and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during visual inspection. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed and fluid and air bubbles were immediately noticed going into the primary bag. The check valve failure was due to a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The root cause was not identified.

Event description:
It was reported that the IV secondary infusion benadryl 50mg in 30ml was hung at 1250 to run at 120ml/hr over (15) minutes through the IV infusion pump. The IV bag was found empty and the device still indicated 23ml of medication to be infused. The primary sets drip chamber was full on inspection. There was no patient harm reported. The event occurred at leukemia/bone marrow transplant unit . A non-bd investigation was conducted and found that the event is due to a backflow check valve failure as secondary infusion was observed to be flowing into primary bag.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer's policy, no patient information will be provided.

Event description:
It was reported that the IV secondary infusion benadryl 50mg in 30ml was hung at 1250 to run at 120ml/hr over 15 minutes through IV infusion pump. The IV bag was found empty and the device still indicated 23ml of medication to be infused. The primary set's drip chamber was full on inspection. There was no patient harm. The event occurred at leukemia/bone marrow transplant unit . A non-bd investigation was conducted and found that the event is due to a backflow check valve failure as secondary infusion was observed to be flowing into primary bag.